Event description:
As reported to the manufacturer on (B)(6) 2011, a (B)(6) male underwent evar on (B)(6) 2011. During the first zenith flex procedure it was advised to release both trigger wire release mechanisms at same time. The facility said that they lost the control of the graft, without any options to deploy the suprarenal stent that was inside top cap. The facility had to convert the procedure in an open procedure and explant the graft through the left iliac artery. No pt outcome or additional information has been provided.

Manufacturer narrative:
(B)(4) additional surgical procedure is not listed in the instructions for use. Difficult to deploy is not specifically listed in the instructions for use. Event evaluation: still under investigation.